Manufacturer narrative:
Customer name and address: (B)(6). Occupation = non-healthcare professional - agent. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the package of a ncircle delta wire tipless stone extractor was opened, it was found that the handle was damaged and the basket could not be opened. Then a new basket was replaced and the procedure proceeded normally. The user had not noted any damage on the device when removing it from the tray. No adverse effects have been reported due to the occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, when the package of a ncircle delta wire tipless stone extractor was opened, it was found that the handle was damaged and the basket could not be opened. Then a new basket was replaced and the procedure proceeded normally. The user had not noted any damage on the device when removing it from the tray. No adverse effects have been reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The device was returned to cook in a shipping tray and pouch. The distal end of the basket sheath was damaged/crushed. There was also what appeared to be dried material on the distal end of the sheath and inside the inner diameter of the sheath. The basket was closed and could not be opened. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Both the sheath damage and dried material were preventing the basket from opening. The cause for the sheath damage and dried material could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.